Event description:
Pt is myopic (-8.50, -9.00) and uses acuvue oasys 2-week disposable lenses. He keeps them in for 3-4 days at a time without disinfecting with contact lens solution; he also sleeps in his lenses regularly. Pt does not top off his solution and instead changes the solution every time. He rarely disposes them after 2 wks. Pt often showers with his contact lenses in place. The case he uses is about 2-3 months old. He noticed his vision diminishing about 1-2 weeks ago during the recent snow storm when he believes ice/debris/dirt got in his eyes and under his lenses. He attempted to relieve the foreign body sensation by rubbing his eyes with his fingers. The last time he saw an optometrist was less than 1 year ago (does not remember her name; is located in (B)(6)). Pt found to have a severe, central bacterial keratitis (on exam of the right eye, appears to have perforated and self-sealed) involving both eyes. Pt required a penetrating keratoplasty in his right eye and prolonged hospital stay for administration of fortified antibiotics, as pt was unable to visually navigate home (his presenting vision was light perception in the right eye and hand motion in the left eye).